Event description:
The event involved a plum 360¿ infuser pump where the customer stated that the device encountered air moving past the distal air sensor during finishing up an infusion. There was patient involvement, but no patient harm and no delay in therapy.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was received on 6/15/2024 for evaluation. A 12-month service did not indicate a similar event. The device passed the self-test with no error alarms. The device passed all the performance verification tests (pvt). Programmed the device to run a stress test on line a and line b. Programmed line a at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line a. The device audibly alarms with proximal air in line a. Device did not allow air into the distal tubing. Back primed the cassette until cassette was fully re-primed. Re-ran the stress test on line a. Restarted line a at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line a. The device audibly alarms with proximal air in line a. Device did not allow air into the distal tubing. Performed stress test on line a 10 times. Device audibly alarmed with proximal air in line a each time. Device did not allow air into the distal tubing side of the cassette during testing. Device passed the stress test on line a. Programmed line b at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line b. The device audibly alarms with proximal air in line b. Device did not allow air into the distal tubing. Back primed the cassette until cassette was fully re-primed. Re-ran the stress test on line b. Restarted line b at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line b. The device audibly alarms with proximal air in line b. Device did not allow air into the distal tubing. Performed stress test on line b 10 times. Device audibly alarmed with proximal air in line b, each time. Device passed the stress test on line b. Could not confirm customer¿s complaint of the device failing to recognize air in the cassette on line a or line b. Probable cause was not found. Update: full r&d analysis report will be attached to twd. For the 1st 8 of 9 infusions, the logs indicate that delivery accuracy was within tolerance (+/- 5.0%). For the 9th infusion, delivery accuracy check is not relevant because this infusion stopped immediately before delivering any medication. Engineering reports it cannot be determined from the pump logs the actual initial bag volume in any programmed infusion. Also, while it cannot be determined from the logs whether any bag volume was used in priming the plum set, engineering notes that typical priming may use about 19 ml. Engineering evaluates that the infusion most likely related to the customer complaint is the final piggyback on line b which infused @ 999 ml/hr. From 11:20 to 11:43 pm and delivered 384.0 of a programmed 400.0 ml before alarming for distal air. Theorizing that the bag was initially filled with exactly 400.0 ml, and that 19.0 ml was used to prime the plum set (leaving 381 ml), it is possible that the pump¿s delivery of 384 ml did include delivering a few ml of air past the cassette before an air sensor detected air. As noted below, ICU medical is aware of instances where an infusion running at high rate (as 999 ml/hr. In this instance) may incorrectly allow air to pass the cassette without detection. Engineering evaluates that, while the logs cannot conclusively either confirm or refute the customer¿s complaint, the complaint is possible based on the logged data. The probable cause being partial droplets forming in the air-in-line sensors after the bag ran dry as described below. Prior to receiving this complaint from cure 4 kids, ICU medical had received similar complaints (including cn-014311 from saskatchewan and cn-083956 on 09/17/2020 from mercy one waterloo medical center) reporting undetected distal air. In conjunction with these prior complaints, san diego r&d engineering performed extensive testing of over 4500 over-programmed (dry bag) infusion scenarios using multiple devices, fluids, and cassettes at a variety of infusion rates (2999 at high rates of 750 ml/hr. Or above). The reported event was replicated during dry-bag, high-rate infusions of 750 ml/hr. Or above (1.1% of the time) but was never replicated during dry-bag, lower rate infusions (under 750 ml/hr.). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Post market risk assessment (rm0000935) was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. Sd tested and found, as an additional optional mitigation, that ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient.